Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and a dislodged magnet after sustaining a fall, leading to the decision to explant the device. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).